Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated the insulin pump had critical pump error then cracked. Customer was also reported that open book image alarm. No harm requiring medical intervention was reported. Insulin pump will be returned for analysis.

Manufacturer narrative:
Customer returned insulin pump for an alleged critical pump error (open book image) alarm/cosmetic damage at the backside of the battery tube found on (B)(6) 2021. No critical pump error (open book image) alarm noted during boot up. Device was received with pump error 38 alarm during rewinding. Unable to perform the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and¿self test. Successfully downloaded history files and traces using thus. Device was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, or force sensor. Pump error 3 alarm found in the insulin pump history file/trace download on (B)(6) 2021 at midnight. Force sensor zero offset within specification (22.8 milivolts). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection:cracked battery tube threads, cracked case along the side of the battery tube and cracked select button keypad overlay. Critical pump error (open book image) alarm not confirmed. Pump error 38 alarm due to corroded motor home switch pump error 3 alarm due to moisture damage electronic assembly. Cosmetic damage confirmed at the backside of the battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.